Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was in backup mode and battery near beginning of life (bol) level upon receipt. Analysis of the device image indicates backup operation resulted from a hardware reset within the hybrid, consistent with an integrated circuit anomaly. The reset condition was reproduced during the analysis. Longevity assessment was performed, and device was at normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited a backup vvi mode. The pacemaker was not used and replaced during the procedure. The patient was discharged.